Event description:
Boston scientific received information that this programmer emitted a popping noise accompanied by an odor and smoke. The field representative reported that the programmer was no longer able to power on following the observed behavior despite attempting use with several electrical outlets. This device was returned to boston scientific for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. A visual inspection identified no anomalies. Functional testing was completed and found the unit failed to power on. Internal inspection of the programmer revealed several melted/shorted circuits in addition to signs of liquid ingress (the printed circuit board assemblies appeared unaffected by the liquid). Upon replacement of the damaged components the programmer was noted to pass all incoming tests. The reported field observations are consistent with the laboratory findings.